Manufacturer narrative:
The UDI information was not submitted at the time of the event, we have been advised that the device is available. We would like to indicate that the submission of this report exceeded the 30-day period as we had been liasing with the factility for information relating to the event.

Event description:
The event as described to the manufacturer was 'failure in the penlight handle'.